Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), implanted april 24, 2003, displayed an end of life (eol) indicator. There is a concern that the battery depleted earlier than expected. It is reported that the charge time was 30, patient was pacing 93% of the time and the pacing thresholds were 3.5v@0.4ms. The pacing impedance was normal at 600 ohms.